Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Device was not successfully explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the extraction surgery of a locking screw was performed at proximal tibia in the patient. A locking screw was attempted to be extracted from the implanted plate. During the surgery, the surgeon opted to apply the conical extraction screw in question to extract the locking screw. However, the tip of the reported conical extraction screw broke and kept engaged with the head of the locking screw. Eventually, the surgeon abandoned to extract the locking screw and pruned the irremovable screw head away by use of a carbide drill. The surgery was extended for some minutes yet the specific time was not reported. This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).